Event description:
It was reported the patient experienced a hypertensive crisis with moderate severity on the day the deep brain stimulation (dbs) system was implanted. The patient was given intravenous medication and the event resolved. The physician assessed the event to have a probable relationship to the procedure, and not related to the device or stimulation.